Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an electrophysiology study, a pericardial effusion occurred. During the procedure using a tacticath quartz ablation catheter, an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient remained stable. There were no performance issues with any sjm device.